Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "unable to completed 3d spin." Candlesticks and x-ray tube cable assembly passed continuity testing, passed visual inspection. No fault found. MDR codes: b01, c19, d14 return date: 2025-05-27 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, serial/lot #: (B)(6), h3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Unable to completed 3d spin." Visual inspection confirm crack in the anode well. The large and small filament resistance of the cathode and anode passed and within range. MDR codes: b01, c02, d02 return date: 2025-05-08 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. B17,c20,d15 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000542, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000230, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000222, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000416, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000577, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000469, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000542, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000901, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000542, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000542. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that they were able to completed a 2d scout image, but 3d spin only had one pulse rather than the full spin and was unable to complete.

Manufacturer narrative:
Correction: updated b5. Added annex f codes and g codes. H3, h6) the manufacture representative went to the site to test the imaging system and upon initial troubleshooting generator error 40 and 192 populated. Replaced starter board and generator board. Error 192 no longer populated. Found microcracks in the tube wells and the tank wells, as well as a bad hv cable. Replaced x-ray tube, tank, and hv cable. Performed all generator calibrations and performed dose verification, unit was properly functioning and had been returned to service. MDR codes: b01, c02, d02 h3. H6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "unable to completed 3d spin." Visual inspection passed. Bench testing passed, the resistance between different points on the hv tank passed. No fault found. MDR codes: b01, c19, d14. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000469, serial/lot #: (B)(6) rev. E. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "unable to completed 3d spin." Installed starter in o2 test system. System readied and booted. Several 2d and 3d images were performed and were successful. No errors were observed while testing. No problem found. MDR codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, serial/lot#: (B)(6), h3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Unable to completed 3d spin." Installed generator boaster board in system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. MDR codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230, serial/lot#: (B)(6), h3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Unable to completed 3d spin." Installed generator control board in system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. MDR codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.